Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. The reported issue has been confirmed during evaluation of the provided problem description and logs. Our field service engineer (fse) was on-site to investigated the issue further and found out liquid traces on a pc board, which required replacement. The damaged part was not returned for investigation since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.